Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was getting an MRI of their spine due to back pain. The patient said their back and hip rotated and they lost pain relief 6 months ago. They noted their left leg is almost 2 inches shorter. The patient said their implant was going to be removed and they need other therapies with their pain. No further complications were reported.